Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of their insulin pump having an unexpected restart alarm, watchdog time out alarm, and a blank display. Customer states the device has not been working, every time the battery is inserted into the device; it alarms and then shuts off. The customer's blood glucose level was 133mg/dl. Troubleshooting was conducted. The customer was advised that the battery cap would be replaced, and to monitor the device. The customer was advised to call back if battery cap replacement does not solve the issue.